Event description:
A caller reported a minimum fill notification with their insulin pump. Customer¿s blood glucose level was not provided. The customer reloaded the original cartridge and successfully resume insulin therapy with the pump.